Manufacturer narrative:
It was reported that when the iqview software was opened to retrieve the exam from the pacs the software shut down. Device history record review and complaint history review were not performed based on the low severity of this complaint. The technical investigation confirmed the reported event and indicated that it is due to a known design defect. (B)(4).

Event description:
Company field service engineer (fse) was present for an seeg case. When the surgeon took the patient down to CT, the fse connected the rosa to pacs to pull the CT over. The fse opened iqview and searched for the patient name, then the software shut down before the fse had retrieved any images. After a restart, no problem was found when pulling from iqview. No patient involvement or delay to case.